Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50, serial: (B)(4) and (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant due to testing (B)(6) for an allergy to the scs system.